Manufacturer narrative:
The correct event site name & address: (B)(6) hospital. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue. The stm reattached the coiled cord and reconnected the cable to lcd and the video display board. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that upon boot-up of the cs300 intra-aortic balloon pump (iabp) during a routine check performed by the customer, the screen of the iabp appeared multi-colored. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that upon boot up of the cs300 intra-aortic balloon pump (iabp), the screen appeared multi-colored. There was no patient involvement; thus, no adverse event was reported.